Manufacturer narrative:
The device was returned to resmed and an engineering investigation was performed. Review of the device logs and performance testing confirmed the occurrence of the internal battery degraded alarm. Based on all available evidence and previous investigations of similar complaints, it was determined that the battery issue was due to an error in the parameter settings of the internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.